Manufacturer narrative:
The abutment was explanted due to treatment of suspected deep infection.

Event description:
Abutment removal surgery due to suspected deep infection.

Event description:
Surgery on the opra implan system has taken place. Very little information available at this time.

Manufacturer narrative:
A follow-up report will be submitted after more information is obtained.